Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the "2 little wires" going down from the stimulator worked "fine" for their bowel but didn't work for their bladder and they wondered if "one of them was not in the "right position." Pt stated they would leak all the time and tried using the same pad and get to the bathroom in time so they didn't have to use so many pads. They stated if they could "just get in there and pull this thing out", they would because going through 12 pads was just like it was before they got the implant. Pt also reported they had trouble emptying their bladder, which they never had before they got the implant. Pt stated before they would do their 'normal urination' and sit and wait to finish emptying but now they'd sit and wait and nothing would come out, so they'd get up and do something else and then 10 minutes later they would have to go again and go and think "that's the urine I should have emptied before" and it was a very small amount and they'd go another 4 hours and do it all over again. Pt stated they were in a lot of pain and they've gone through every "book in this box" and still wanted to know "what this thing is supposed to do" because they would feel the stimulation but not constant stimulation and they did feel it now at the time of the call but they had such pain. Pt stated they were "done" with the therapy and in a "miserable place right now" and the spouse said the "area looks very red." Patient services wasn't sure what pt meant about "the area" and they couldn't clarify because pt had to abruptly end the call. Pt mentioned that they had kept their stimulation higher until they had to turn it off for an MRI but then when they turned it back on, they couldn't go as high as they'd gone before without it hurting and that the level they were at currently, they felt the stimulation at the bone "down off" their "vaginal area" and the top of their leg and it hits the bone and "that area out of" their vagina , "it in that crease" where it "was as red as you can...I mean it's bad" and pt stated they knew it wasn't from the stimulation itself, but "sometimes with the [manufacturer] implement not working" for their bladder, it did bother them. Patient services asked pt if the redness was from wearing their pads so much but pt denied this and patient services was uncertain exactly what pt was describing. Pt stated they met with a manufacturer representative (rep) either towards the end of dec 2022 or in jan 2023 and told the rep about their situation. The rep told pt they thought pt was doing great. Pt then stated contradictory information because they said at the time they met the rep they were "still doing good" but then after meeting with the rep, all of a sudden they started "getting this" and thought "wow, I'm going to have to turn down my stimulator because it is stimulating my leg." So pt turned it down. Patient services redirected pt to follow up with healthcare provider (hcp) about their concerns and pt stated they were scheduled to meet again with the rep in june but just wanted to understand what the device did. Patient services reviewed therapy expectations, device description function and stimulation and programming considerations with pt. Pt decided they wanted to try turning the stimulation down and going to a different program and noted that they would monitor their symptoms. Pt then felt "something coming on" and had to abruptly end the call to use the bathroom. Pt stated they'd call back again when they had time in the future.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. They reported that the cause of feeling stimulation in the leg was unknown. The cause of stimulation not being constant was unknown. It is unknown if the issue is resolved.